Event description:
It was reported that the customer was admitted as an inpatient for high blood glucose and ketoacidosis. It was also reported that the customer took 10u extra bolus with the pump. The device was tested at the hospital. Insulin exited during fixed prime and high-pressure test was performed and passed.